Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after implanting the device without any problems manufacturer representative (rep) handed the communicator (switched on) to the scrub nurse. Rep clicked on clinician mode, entered the password and got into the ¿demo/connect/reports page¿. Went to select device type, and selected ¿internal¿. When it went to confirm serial number, it gave a different number than the communicator number. If rep accepted that number it would say¿device not responding". After doing this a few times they checked impedance using the n'vision. At one point, rep was given an option of a another serial number which they chose and it enabled them to test impedance. The impedance was unacceptable, so they reconnected the lead to the device. Trying again, it came up with the original number with the message ¿device not responding¿. When rep turn both devices on today, rep did see the programmer was picking up the serial number of the device. Cause was unknown. The patient has gone home without any therapy as rep was concerned that if the stimulation got to high patient would not be able to change it.

Manufacturer narrative:
G2: country south africa. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported they felt there may have been interference with the device in theatre. They met up with the patient in a different location to check and the device responded normally. Issue has been resolved. Patient's indication for use is oab.